Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified outside of clinical use. The philips remote service engineer (rse) inspected the system remotely and confirmed that the tableside controls were not functional. A full shutdown and reboot was suggested, but the system restart did not resolve the issue. A philips field service engineer (fse) inspected the system onsite. Analysis of the log files was performed but did not identify any issues. Troubleshooting found that the f9 fuse of the power distribution unit in the m cabinet was blown. The fse replaced the fuse. After the fuse replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry module controls malfunctioned. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.